Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling light headed and the patient states their heart rate is in the thirties. On device check it was noted that the right atrial (ra) lead seems to be under-sensing, over-sensing and capture could not be confirmed. The lead is suspected to have pulled back. The right ventricular (rv) lead exhibited low r waves, potential for under-sensing, high thresholds and capture could not be confirmed as well. Both the ra and the rv leads remain in use. No further patient complications have been reported as a result of this event.